Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a mr290v vented autofeed humidification chamber was overfilled during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analyzed. Results: visual inspection of the returned mr290v chamber revealed no damage on the chamber. When the returned chamber was connected to the water source, it was confirmed that the water filled above the maximum water level line but the secondary float was active and working as intended to stop the water from overflowing. It was further revealed that excess glue in the hinge bracket was observed which occluded the water inlet conclusion: the reported event was likely due to the excess glue observed in the hinge bracket of water inlet. Overfilling of water is usually caused by both the primary and secondary float mechanisms in the mr290v vented autofeed humidification chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. All mr290v vented autofeed humidification chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290v vented autofeed humidification chamber specify in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a mr290v vented autofeed humidification chamber was overfilled during patient use. There was no reported patient consequence.